Manufacturer narrative:
D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack, a discrepant patient result was obtained. Initial testing gave hpv positive result. Provider recollected sample and tested again, and result was negative. Both initial and recollected sample were retested, and both were negative. There was no report of patient impact.